Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer returned one pak. The sample was visually inspected and it was confirmed that a weak weld between the top and base of the auto infusion valve which can result in the customer's experience. A submerge leak test was performed on the cassette. No leakage was observed during generating 200 mmhg pressure into the cassette. The console representing the current software version was used to test the sample with a lab stock infusion manifold. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was detected from the drip chamber, connectors, the cassette, the drain bag, the manifolds, pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint is a weak weld between the top and base of the aiv. The source of this defect is related to an error in the welding process during manufacturing. The company has opened an investigation to evaluate the observed trend and take further action, if appropriate. At a minimum this will include completing reviews of complaint class report levels on a monthly basis by the product team. Consumables the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported fluid leakage before a vitrectomy surgery. The product was replaced and the surgery was completed. There was no patient involvement. This is two of two reports.